Event description:
It was reported that caller experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with assistance, and error did not recur, after which customer successfully started new sensor session.